Event description:
Same case as pr ID#: (B)(4). Synergy china registry. It was reported that the patient experienced angina pectoris. In (B)(6) 2020, the subject presented with unstable angina and was referred for cardiac catheterization. The target lesion was located in the proximal left anterior descending artery (lad) extending to the middle lad with 85% stenosis and was 47mm long, with a reference diameter of 3.5mm. The target lesion was treated with pre-dilatation and placement of 3.00mm x 28mm overlapped with 3.50mm x 24mm synergy stent systems. Following post-dilatation, the residual stenosis was noted to be 0%. Two days later, the subject was discharged on aspirin and clopidogrel. In (B)(6) 2023. The subject presented with angina pectoris and was hospitalized on the same day for further treatment. At the time of event, the subject was on aspirin and clopidogrel. Two days later, the subject was referred for coronary angiography which revealed 90% stenosis in the middle lad extending up to the distal lad which had the previously placed study device. This was treated with percutaneous coronary intervention (pci) (target vessel revascularization-tvr). It was also noted that the event was treated medically. Four days later, the event was considered to be recovered/resolved and the subject was discharged. It was further reported that in (B)(6) 2023, non-target vessel revascularization was also performed.

Manufacturer narrative:
B5 - describe event or problem: updated to include new information obtained. E1: initial reporter facility name: (B)(6) hospital. E1: initial reporter phone: (B)(6).

Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital.

Event description:
Synergy china registry it was reported that the patient experienced angina pectoris. In (B)(6) 2020, the subject presented with unstable angina and was referred for cardiac catheterization. The target lesion was located in the proximal left anterior descending artery (lad) extending to the middle lad with 85% stenosis and was 47mm long, with a reference diameter of 3.5mm. The target lesion was treated with pre-dilatation and placement of 3.00mm x 28mm overlapped with 3.50mm x 24mm synergy stent systems. Following post-dilatation, the residual stenosis was noted to be 0%. Two days later, the subject was discharged on aspirin and clopidogrel. In (B)(6) 2023. The subject presented with angina pectoris and was hospitalized on the same day for further treatment. At the time of event, the subject was on aspirin and clopidogrel. Two days later, the subject was referred for coronary angiography which revealed 90% stenosis in the middle lad extending up to the distal lad which had the previously placed study device. This was treated with percutaneous coronary intervention (pci) (target vessel revascularization-tvr). It was also noted that the event was treated medically. Four days later, the event was considered to be recovered/resolved and the subject was discharged.